Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient reported a texture change on the skin post-procedure. At first, the patient experienced redness (with no blistering) on the right side of their chin. The skin texture reportedly felt like sandpaper. Noticeable acne developed one week after the reported redness, which had to be treated with antibiotics. Four months post-procedure, the skin in the patient's chin area was reported to feel waxy, similar to a healed burn, with permanent roughness and a color change that was consistent across the entire chin. Information received from the attending physician indicated that the procedure consisted of using the 1550 wavelength setting, an energy level of 70, an 8% coverage, and 8 total passes. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional information was requested but was not received. The device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause could not be determined. Delayed wound healing and/or skin textural change are known possible complications or fraxel treatment. Following laser treatment, reepithelialization (wound healing) may not occur as expected due to patient physiology, i.e. Poor wound healing ability or poor post-treatment care. This may result in undesirable textural changes.